Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1610c124ee, serial/lot#: unknown, ubd: unknown, UDI#:unknown; product ID: etlw1313c82ee, serial/lot#: unknown, ubd: unknown, UDI#:unknown; continued: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used with an endurant ii stent graft system for the endovascular treatment of a ruptured unknown size abdominal aortic aneurysm. A non-mdt balloon expandable stent was also implanted to the level of the iliac bifurcation on the left. It was reported the patient presented with delirium two days post the index procedure. The patient was treated with medication and the event was reported to be resolved. It was reported the patient also presented with bilateral pulmonary edema/pleural effusion four days post the index procedure as per the investigator, the patient presented with hypoxic respiratory failure in the setting of pulmonary edema, tobacco use, pulmonary cysts and sub-pleural bulla. It was also reported that the event was a suspect component of undiagnosed copd and rheumatic lung disease. The patient was treated with medication and the event was reported to be resolved. The events were assessed by the investigator to be related to the procedure. No additional clinical sequelae were reported and the patient is in fine.

Manufacturer narrative:
Updated post completion of investigation medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: etlw1610c124ee, serial/lot#: (B)(4), ubd: 29-oct-2020, UDI#: (B)(4) product ID: etew1313c82ee, serial/lot#: (B)(4), ubd: 19-jun-2020, UDI#: (B)(4) medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.